Manufacturer narrative:
The hill-rom technician found during a between pt inspection, the beds head brake caster was not holding due to normal wear and tear. The technician replaced the head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the head brake caster is not holding the bed in place. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).